Event description:
(B)(4). I became pregnant 2 and a half years after getting the essure in (B)(6) 2009. I gave birth at 7 months. The pregnancy was horrible. Preeclampsia, high blood pressure, kidney infections, spotting and constant pelvic pain. Prior to getting the essure, my periods were very light spotting for roughly 3 days and now it is heavy for 7-8 days. I still have constant pelvic pain, painful sex, head aches, constant cramping, high blood pressure, mood swings, low/no sex drive (husband has hard time accepting this), skin rashes, and a slew of other issues. This was by far the worse thing I could have ever done.